Event description:
It was reported on (B)(6) 2015, that a drill bit broke during a sign implant surgery to repair a fractured left femur. There was no reported harm to the patient or the surgeon due to this event.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken drill bit is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There was no reported harm to either the patient or the surgeon due to this event. Sign fracture care international continues to monitor these events as part of our post market activities.